Event description:
It was reported multiple occlusion alarms occurred. Customer changed all supplies and resumed insulin delivery. Additionally, the customer reported the insulin on board feature was reading an inaccurate amount. Customer reverted to manual injections for alternate insulin therapy. Customer's blood glucose was 158 mg/dl.